Manufacturer narrative:
Concomitant medical product: 5076 lead, implant date: unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the right ventricular (rv) lead fractured, there was high impedance of both the rv and superior vena cava coils, and noise was interpreted as ventricular tachycardia/ventricular fibrillation. Additionally, the rv and right atrial (ra) lead did not capture at "maximum output." Re-programming was performed by inactivating tachycardia therapies. Further actions and treatments are planned, but have not yet been determined. The device and lead remain in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was insulation damage of the rv lead and it was removed and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.